Manufacturer narrative:
A full manufacturing review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. The current IFU (instructions for use) states: the wireform is intended for long-term radiographic marking of the biopsy site. The pva polymer is intended for long-term sonographic marking of the biopsy site. Precautions: this product should only be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings, and possible side effects of breast tissue marker placement. Use caution when handling the device to prevent premature deployment of the breast tissue marker. Ensure that all pads are dispensed. Confirm final breast tissue marker position with imaging. The info provided by bard represents all of the known info at this time.

Event description:
It was reported that the post biopsy bilateral mammogram, identified the ribbon shaped marker on the right breast had migrated approximately 10 mm medial to the cc and approximately 7 mm inferiorly on the ml view. A small hematoma was identified on the right breast at the access site. The pt tolerated the procedure well and left the dept in good condition.